Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
Auto fix screw broke during surgery - head of screw was disposed of at time of surgery. Possible technique could have contributed to the breakage. The size of screw and / or condition of bone can have an impact on breakage of these screws.